Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested on generator and continuous activation on the min and max hand activation buttons were found when they were pressed. The button assembly appears to be making contact with instrument shrouds. This contact is causing friction, preventing the button from returning to its initial position. After compression the button stays compressed due to the shroud contact. No conclusion can be reached as to what may have caused the button interference.

Event description:
It was reported that during an unknown procedure, the 'min' button was not working. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.